Manufacturer narrative:
(B)(4) date sent: 11/10/2016. Photographic analysis: photo provided was reviewed and a revised detail of the photo shows tissue cut and a staple line with several staples that can be seen stuck to the tissue. Based on the photo evidence, unformed staples can be confirmed, however, the photo does not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic sleeve procedure, the power stapler was fired. As it was firing, the surgeon noticed the power sounded like it was struggling. When the staples deployed, it was noticed that the three staple rows on the specimen side were well formed, but two of the three staple rows on the patient side were completely unformed (the legs were straight with no "b" form). The surgeon was able to place another firing parallel to the problematic staple line. The surgeon reported having to adjust the way he placed the final staple firing, but claimed no patient complications postoperatively. The device was discarded.